Event description:
During troubleshooting for an unrelated alarm, it was discovered that a patient had a clamp closed during priming. This occurred during initial drain of peritoneal dialysis therapy. The technical service representative assisted the patient with ending therapy and advised the patient to always open clamp once the homechoice displays connect bags and open clamps. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was discovered that a patient had a clamp closed during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.